Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was failed. The field service engineer (fse) reset the keyboard and universal serial bus (usb) interface, restoring proper keyboard functionality. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard was not working. The pyxis was restarted multiple times, and it worked temporarily but then stopped working again. The customer was unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.